Event description:
Reporter alleged blood glucose readings had been higher lately and one morning read 352 mg/dl, so customer took 4 units of fast acting insulin along with 30 units of long acting insulin. It was stated customer ate and went to the doctor as a result where doctors' meter measured 143 mg/dl compared to the customers' meter reading of 299 mg/dl when testing was performed within 10 minutes of each other. Reporter indicated the customers normal fast acting insulin dosage was increased from 4 to 6 units the day before the alleged incident. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.